Manufacturer narrative:
Manufacturing site evaluation: the male part of the received forceps is broken at a length of 14 mm from the tip. Investigation was done visually, using the digital microscope vhx-600 by keyence. The fracture surface is jagged and grain boundaries are recognizable. It shows partial corrosion. The breakage is a forced intercrystalline cleavage fracture. The breakage occurred due to stress corrosion. The instrument must be checked before every use. If proper review of instruments was completed, the incipient crack would have been noticed prior to surgery.

Manufacturer narrative:
Evaluation on-going.

Event description:
Country of complaint: (B)(6). Break of the instrument during a caesarian: the broken part was missing. There was an x-ray taken, patient was closed and additional x-ray taken. The broken piece was identified and removed.